Event description:
Customer called to report being admitted to the hospital for dka. The customer was on insulin drip and on the pump at the same time. No air bubbles were present. The insulin was clear and not expired. The customer uses the proper priming technique, however, doesn't always prime. There was no evidence of bent or kinked cannulas. Supplies are not reused, changes set and sites, cycles reservoir and otherwise performs preparation as recommended. Troubleshooting was performed on the pump and a leak was detected at the reservoir connection.